Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experience discomfort due to the phrenic nerve stimulation caused by left ventricular (lv) lead. The lv lead was explanted and replaced. The patient was discharged post-procedure.